Event description:
Add'l info rec'd from MFR 7/11/02: since the suspect device (water bottle) has not been returned, MFR cannot provide any info on testing of the product. Also, please note that based upon a conversation with the initial rptr of this event, the following info has been obtained. 1. It has been confirmed that no pt or end user was injured during this event. 2. No pieces from the broken plastic bottle actually "hit" or contacted individuals in the procedure room when the bottle broke. 3. It has not been confirmed that pieces from the plastic bottle went "flying into the air". 4. It cannot be ruled out that the filled water bottle broke (or disconnected) from the video processor, fell to the floor and then broke into pieces. 5. It is possible that individuals in the procedure room were "startled" by the falling bottle (and noise upon impact with the floor) and that this situation initiated the report of concern. 6. The video processor involved has subsequently been inspected by pentax personnel and has been found to be within device specs. To the best of MFR's knowledge, this type of event ("flying debris" from a broken water bottle) has never occurred before. Should add'l info be received that justifies further investigation of this event, MFR will reopen this complaint.

Event description:
Air/water bottle associated with pentax endoscopic processor model epm-3300 broke violently. The bottle (p/n os-h2) broke at the base of its threads; the break happened when the processor changed to high air for cleaning. Rptr is concerned that flying debris may cause injury when these pressurized bottles break.